Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. A leak test was performed and no tears, leaks or damages were observed, that would have diverted insulin from the intended fluid path. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result, in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported, that the patient's blood glucose levels reached 286 mg/dl, while wearing the pod between 1 and 4 hours. The cannula dislodged from the infusion site (arm), causing insulin to leak around the pod. As treatment for hyperglycemia, a manual injection of insulin was delivered.